Event description:
It was reported that bd smartsite vial access device was damaged. The following information was received by the initial reporter with the following verbatim: it was reported by customer that they have been having issues for the last several months with smartsite vial adaptors. She said the clear top that goes on top of the vial is constantly breaking/shattering when used.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Additional information: broken shield. "She stated they have been having issues for the last several months with smartsite vial adaptors. She said the clear top that goes on top of the vial is constantly breaking/shattering when used." The vial size is 20 mm that they are using.

Manufacturer narrative:
Investigation result: no 5205r sample was available for investigation but the customer reported that for samples from lot 20094463, "the clear top that goes on top of the vial is constantly breaking/shattering when used." As part of the investigation, the customer provided a photograph of the affected sample; analysis of the photograph confirmed the customer's experience with the vial access device having fractured and shattered into multiple pieces. The details of this feedback were forwarded to the manufacturing site for investigation. A definitive root cause for the customer's experience could not be identified during the investigation. A review of the production records for lot 20094463 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although it was not possible to determine a definitive root cause for this issue, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that this is a rare occurrence with this customer being the only customer to provide this type of feedback against the 5205r product in the past 12 months.